Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue and gripper line break during removal could not be replicated in the testing environment as the gripper line was noted to be broken in five pieces; however, the testing was performed using a proxy gripper line and no issue was noted during gripper actuation as well as gripper line removal. The reported detachment of device component could not be tested as it was likely related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of emboli and foreign body in patient as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. The reported gripper actuation issue was due to the reported gripper line break. The reported detachment of device component was a combination of challenging patient anatomy (prolapsed aml and pml) and unclear visibility of the gripper arms before the clip was deployed (procedural circumstances). The embolism and foreign body in patient appears to be due to the reported detachment of device component. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system was returned. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break, complete clip detachment and clip embolism. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with an mr grade of 3. The first clip was implanted successfully. A second clip delivery system (cds) was advanced to the mitral valve. During the grasping attempt, the standard saline bubbles were observed, but the grippers were not visible. The clip was deployed; however, during removal of the gripper line, the normal resistance was not felt. It was found that the gripper line was broken in two segments. Both gripper line pieces were removed by hand, but the clip completely detached from both leaflets and remained in the left ventricle. No attempt was made to retrieve the clip. A third clip was implanted, reducing mr to <1. No additional information was provided.